Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that patient uses a bard french 16 silastic catheter (suprapubic) connected into drainage bag and the statlock stabilizer. The patient was allegedly found with the catheter to have been broken in half with a deflated balloon. The urine bag was apparently overfull and was also on the ground.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that patient used a bard french 16 silastic catheter (suprapubic) connected into a drainage bag and the statlock stabilizer. The patient was found with the catheter broken in half with a deflated balloon. The urine bag was apparently overfilled and was on the ground.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that patient used a bard french 16 silastic catheter (suprapubic) connected into a drainage bag and the statlock stabilizer. The patient was found with the catheter broken in half with a deflated balloon. The urine bag was apparently overfilled and was on the ground.